Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial lead would dislodge. After about 8 attempts, in different areas of the atrium, the stylet would no longer advance through the lead. The lead was removed and replaced. The 2nd lead was implanted successfully however, the lead dislodged overnight. Programming changes were performed. Currently the physician does not want to risk another procedure with the atrial tissue not accepting leads. There were no patient consequences.